Manufacturer narrative:
1. The customer returned 5 photos, but did not return defective sample. Based on the information customer provide and the photos show that the length of the residual catheter is about 2mm, the sku is 383076, and the batch code is 4109436. 2. DHR/bhr review lot#4109436 1-the products of this batch were assembled at intima ii auto line 4 in february 2024, and packaged at r245 package line in february 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-review incoming inspection records of catheter, no abnormalities. (Material number: b5190aal, batch number:3360814 and 4053911) 3. The retained sample of this batch is taken for the relevant functional tests of the catheter: the pull force test of the catheter and 45psi leakage test. The test results both are within the product specifications. 4. Catheter fracture analysis: 1-the fracture of the catheter was found on the fourth day after the indwelling, indicating that there was no leakage or other abnormalities during the first 3 days of use of the indwelling needle. 2-the catheter that is forcibly pulled off will be deformed, white in color, and the fracture surface will be uneven, please see the attachment (B)(4) for photos. The residual catheter in the return photo does not show these states. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show the states of the broken catheter, and since the defective sample has not been received for further examination, the root cause of the fracture of the catheter cannot be determined. Plant will continue focusing on this complaint.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broke / separated after placement. During use, the catheter broke about 2 cm into the body and was surgically removed. Currently, the hospital needs: bd staff to come to the hospital after the holiday to negotiate compensation and explain product quality issues. Need a claim settlement, a complaint response letter, and a complaint acceptance letter. There are reserved samples. Additional information: what happened: (B)(6) 9:30 day shift nurse gai fei to give the patient intravenous fluids, rushing tube found that the huizhou right forearm indwelling needle ooze, given to remove the indwelling needle, check the indwelling needle has fracture defect, the patient is now no discomfort, immediately notify the director of the chief nursing officer, the huizhou right upper limb braking pendulous. 10:10 the patient was accompanied by a nurse to the radiology department for examination, and the patient was instructed to keep the right upper extremity braked and down. A tourniquet ligation was given 10 cm above the puncture point of the right upper extremity. 10:50 after the examination, the patient returned to the hospital room, and the dr (upper extremity) reported that the right elbow lateral soft tissue strip tubular shadow, and the patient was asked to continue to keep the right upper extremity under braking, and the patient's right upper extremity skin temperature and skin color were normal. 12:10 the patient was accompanied by the chief nurse to the operating room, and the patient was instructed to keep the right upper limb under braking. 13:26 in the operating room, the patient underwent myotomy for foreign body removal, taking the lateral longitudinal incision of the right elbow fossa, about 4c in length, incising the skin layer by layer, separating the subcutaneous tissues carefully, revealing the cephalic vein, and discovering the tail of the foreign body in the wall of the vein, which was given to the patient and taken out completely (the residue of the fm was 0.6cm, and the tail of the fm was 1.3cm, which was in line with the total length of the needle, which was 1.9cm), and then the arm was repeatedly fluoroscoped, and the fm was not seen, and no active bleeding was observed when the tourniquet was loosened. Tourniquet did not see active bleeding, with saline, iodine povidone repeatedly flush the incision with medical absorbable suture layer by layer suture to the skin. The incision was rinsed with saline and povidone-iodine, and then closed with absorbable sutures. 15:50 accompanying the patient to the radiology department for re-examination to confirm that the tubular high-density shadow in the lateral soft tissue did not show up exactly. 16:15 the patient was discharged from the ward. If communicated by phone, the information is as follows. Customer's operation: operation standardization, no secondary puncture. Product lot number: 4109436. Duration of catheterization: catheter was placed on (B)(6) 2025. Disconnection location? One third of the way to the catheter adapter. How and where was the disconnected tube removed? Was the broken tube removed intact? Catheter removed by interventional procedures. Patient's condition, including status of infusion (agitation and mental abnormality), etc.: the patient is bedridden and mentally normal. Are there any photographs and images of the sample of the severed catheter? Is the defective sample returnable? Samples cannot be returned, only photos.